Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger accuracy test and calibration. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, annex b: b01, annex c: c20, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿failed plunger force accuracy¿ was confirmed. Plunger force accuracy test was performed using asm. Syringe device unable to complete plunger force accuracy test and observed to be stuck. Internal inspection revealed a missing screw on the conductive wiper therefore the conductive wiper was misaligned. The conductive wiper was realigned, and the screw was installed. Plunger force accuracy test then successfully passed with no issues. Device was observed to be operating as expected. Thereby confirming the missing screw on the conductive wiper as the root cause. On 04-dec-2024, syr device was received unboxed and with paperwork. External investigation did not confirm the reported problem. Internal investigation revealed a missing screw on conductive wiper. Device to be returned to san diego repair center for normal processing. Noted issue was corrected in bd san diego operation's lab. No repair required by bd san diego repair center. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger accuracy test and calibration. There was no patient involvement.